Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Chronic left knee tightness [joint stiffness]. Synvisc-one injections were extremely painful [injection site pain]. Chronic left knee swelling [joint swelling]. Knee aspiration/ knee drained [joint effusion]. Doctor did not inject synvisc-one injections correctly/ injected into the muscle [drug administered at inappropriate site]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) male, pt, initials (B)(6). The pt had a history of osteoarthritis and previous synvisc-one treatment in (B)(6) 2009. The pt reported the physician did not inject synvisc-one correctly and injected it into the muscle and the synvisc-one injections were extremely painful. The pt experienced chronic left knee swelling, chronic left knee tightness and left knee effusion after receiving synvisc-one. On (B)(6) 2010, the pt received synvisc-one injections into both knees. The pt reported that the synvisc-one injections were extremely painful and he felt the doctor did not inject them correctly. The pt thought the doctor injected them into the muscle. The pt experienced chronic left knee swelling and tightness since receiving the injections. The pt had his left knee drained four times on (B)(6) 2010. The pt was hospitalized from (B)(6) 2010 for intravenous antibiotics and knee aspirations. At the time of this report, the pt was under the care of a rheumatologist and was scheduled to follow-up with him on (B)(6) 2010. At the time of this report, the outcome of the pt was unk. Additional info received on (B)(4) 2010 in the form of qa results. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.